Event description:
Thigh scd stocking/sleeve applied in or and used w/ scd sequel system. Pt had the scd system on for about 2 hours when discoloration of toes was noticed. Scd product was removed and warm compresses applied. Color improved. Cyanosis to both feet described as severe by attending physician. Pt. Was treated with persantim IV. Pt. Noted next day to have some dependent cyanosis when sitting up in a chair. The equipment appeared to be functioning properly when in use.